Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure with rotational atherectomy, the rotational speed display failed. During testing, the main screen display of the revolution per minute (rpm) on the rotablator console would appear and disappear intermittently. The patient was in stable condition and the procedure was aborted while waiting for a new rotablator console. The device had no contact with the patient.

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure with rotational atherectomy, the rotational speed display failed. During testing, the main screen display of the revolution per minute (rpm) on the rotablator console would appear and disappear intermittently. The patient was in stable condition and the procedure was aborted while waiting for a new rotablator console. The device had no contact with the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the console and foot pedal were tested together using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 72 krpm; in turbine mode, the speed was set to and maintained 180 krpm and 190 krpm; the maximum turbine rotational speed reached was 200 krpm. These are typical operational speeds. All of the console displays (rotational speed, event timer, and procedure timer) functioned properly. The maximum turbine pressure was slightly low at 81 psi. This does not appear to affect console functionality. The console can be adjusted to bring this value within the specified range. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).